Event description:
Pt was found to have diastolic murmur approx. 1 year postop w/2-3+a1 and paravascular leak on echo. Approx. 1-2 months ago pt developed dental abscesses. All preop blood cultures were negative and pt is afebrile and asymptomatic. Intraop. Blood cultures were obtained at re-operation to determine if endocarditis is present or if it is result of dental abscess.